Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her unspecified onetouch meter read inaccurate. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at 9:00 am on an unspecified date during the middle of (B)(6) 2016 when she obtained an alleged inaccurate result of ¿160 mg/dl¿ with the subject meter. The patient informed the csr that she manages her diabetes with oral medication. The patient claimed she took her usual dose of ¿genmed¿ 50 mg/1000 mg and ¿prandin¿ 2 mg immediately after obtaining the alleged inaccurate result. The patient claimed that 30 minutes after the alleged issue began her blood glucose fell to ¿26 mg/dl¿ and she ¿passed out¿ at the hospital where she was working. The patient was reportedly taken to the emergency room where she was treated with food. The patient denied that her blood glucose was tested on any other device. Troubleshooting was unable to be performed as the device had been disposed of by the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.